Event description:
A discordant, falsely elevated phenobarbital result was obtained on one patient sample and a discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant phenobarbital result was reported to the physician(s). It is unknown if the discordant calcium result was reported to the physician(s). The samples were rerun on an alternate instrument, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that there were aliquot probe short sampling errors. The fse cleaned the aliquot probe and primed the cleaner multiple times. The fse ran a check 1 test, all of which passed. The cause of the discordant results was the probe malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.